Event description:
Additional information was received that the alert trigger for the remote home monitoring system was increased and monitoring will be continued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the patient was seen for in clinic follow up. Shock impedance measurements in clinic were noted to be 123 ohms. Additionally, the patient complained of static shocks near the device implant location and a pinching feeling when laying on their left side. Noise was observed on the shock channel during isometric exercises, however, was not being sensed. Boston scientific technical services (ts) discussed that noise on the shock channel with isometrics is expected behavior. The physician felt that with the absence of pacing, the patient symptoms were unrelated to the device. Ts discussed troubleshooting options in addition to the option of increasing the remote home monitoring alert trigger.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the patient was later seen for a premature ventricular contraction (pvc) ablation. Defibrillation threshold (dft) testing was also performed and noted continued high out of range shock impedance measurements greater than 125 ohms. A shock lead open message was recorded during shock delivery. An invasive procedure was performed. The device and lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited a high out of range shock impedance measurement greater than 125 ohms that triggered an alert in the remote home monitoring system. No adverse patient effects were reported. This product remains implanted and in service.